Manufacturer narrative:
Repairs have not been completed.

Event description:
The accounts maintenance alleged the base frame has a broken weld where the caster support tube on the left foot corner connects to the frame. The brake would not hold.